Manufacturer narrative:
On 21-jun-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: breast pain, cutaneous contour deformity, device migration. Section d 6b. Date of explantation: (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old hispanic/latino female patient underwent a revision breast augmentation with a 750cc mentor smooth round moderate plus profile prosthesis and experienced left-sided breast pain, cutaneous contour deformity, and device migration postoperatively. The patient suspects that she is experiencing left-sided device migration, since her left breast does not feel the same as her right breast. Her left breast goes towards the side when she lies down, there is something like an air bubble when the patient squeezes her left breast, and when the patient flexes her breasts, her left breast does not move at all, but her right breast does. In addition, the patient experiences left-sided breast discomfort. The patient¿s surgeon states that the patient¿s breasts nicely settled in (B)(6) , 2020 after the implantation surgery. The surgeon proposed a revision surgery to lower her right breast instead of working on her left breast. However, the patient wishes to have a procedure done on her left breast. At the time of this report, mentor has received no information regarding an expected explantation date.